Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced and aligned the reagent 2 (r2) arm mixer. Cse also replaced a bent reagent 1 (r1) probe, aligned the sample 1 (s1), reagent 2 (r2), and integrated multisensor (imt) probes, and ran a bottom of cuvette correction (bocc). Instrument was reset and follow up quality control recovery and method precision tests were within conformance. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed vancomycin results were obtained for two patient samples on a dimension vista 500 instrument. The falsely depressed results were not reported to the physician(s). For sid (B)(6), the same sample was repeated on the same instrument and again on an alternate dimension vista 500 instrument. The result from the alternate instrument was reported, as the correct result, to the physician(s). For sid (B)(6), the same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin patient results.